Manufacturer narrative:
This report is filed june 22, 2016. Registration number (B)(4). Exemption number (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient sustained a head injury resulting in fixture loss (date not reported). It is unknown whether the patient will be reimplanted with another device, as of the date of this report.